Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
More troubleshooting needed.

Manufacturer narrative:
It was originally reported that there was no power to the bed. Upon evaluation it was determined that the power cord was disconnected from the power cord inlet module. Power cord reconnected and unit returned to service.